Event description:
It was reported that the device¿s charger was not functioning, displaying a flashing green indicator despite attempts with multiple outlets, and a replacement charger was arranged. Customer care provided support that included troubleshooting with the user and replacement logistics. Investigation of this case revealed a charging problem traced to the battery charger, with a power source problem identified and the cause linked to component failure. No adverse clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.